Event description:
Mfg defects and materials problems observed in various lots of gambro brand apheresis blood collection sets for use with cobe spectra autopheresis machines. No pt injuries resulted but procedures needed to be limited in scope to 2 hrs or less to prevent leakage from defective tubing sets. Problems with the plastic resin used in the sets seems to have been limited to those sets identified as having been produced since a change in formulation in summer of 2000. Formulation corrected in sets produced 12/00. Gambro will replace all sets produced prior to december. Complainant has photographs of defective tubing sets available for copying if needed.